Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin squirted out if the tubing during manual prime. The patient¿s blood glucose was unknown at the time of the incident. Insulin pump piston continued to move forward after reservoir contact and insulin squirted out. The customer indicated that no numbers appeared on the screen and no beeps were heard. The customer also stated that leaving the prime process was not possible. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.